Event description:
It was reported that the tandem-provided charging cable and wall adapter became hot to the touch while charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.